Event description:
Info received indicates the customer experienced air-in-line alarms. Pt was on ivig.

Manufacturer narrative:
(B)(4). This MDR is a result of a retrospective review for reportability.